Manufacturer narrative:
The user reported missing high/low glucose alarms with the freestyle librelink app. Abbott diabetes care attempted to replicate the issue using similar device configurations of iphone 14 plus, ios 17.3.1, 2.11.2.8275 and samsung galaxy a52, android 13, 2.11.2.11107. The reported issue was unable to be replicated and the system functioned as intended. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. Therefore, this issue is not confirmed. The date of incident is unknown. The dates entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported via email an alarm issue with the abbott diabetes care (adc) application, with use with an unknown phone utilizing unknown operating software. It was reported that the low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia and a loss of consciousness. However, after regaining consciousness the customer was able to self-treat with dextrosol. There was no report of death or permanent injury associated with this event.